Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of serious injury as a result of this malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Date of event: (B)(6) 2015. Reported to the FDA on december 17, 2015. (B)(4).

Event description:
It was reported the end user experienced difficulty removing the skin barrier after four days of wear time. This has occurred with the last two boxes of skin barriers he has used. The end user allegedly developed two areas of peristomal redness under the skin barrier as a result. The redness has persisted for approximately one month. The end user was provided with instruction on proper cleansing techniques and was encouraged to extend the skin barrier wear time. No further complications were reported as a result of this event.

Manufacturer narrative:
A batch record review indicates no discrepancies. No physical sample or photograph is expected. The product was manufactured under the appropriate device specification. The crew requirements and responsibilities, process parameters, quality and in-process inspections, line operations, process troubleshooting and relevant documents to the process were run according to the appropriate process instructions. The process requirements results were documented in the product batch record. The product was packed and labeled under the appropriate packaging and labeling specification. No non-conformances, deviations or discrepancies were found during revision. No further action is required and this issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).